Manufacturer narrative:
Pump received with missing segments/partial display on time/clock lcd due to cracked lcd zebra connector. Unable to confirm time/clock anomaly due to missing segments/partial display.

Event description:
The customer reported via phone call that insulin pump had time clock anomaly. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.